Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is cracked and leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 - health impact codes. H6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted: cracked enclosure, faded line cord, and corroded drain fitting. The device also had an outdated printed circuit board (pcb) and power switch. Functional testing found the device is leaking from a crack near the drain tube; confirming the customer complaint. Root cause was attributed to wear and tear damage from use of the drain tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: d3, g1, and g2 email is: (B)(6).

Event description:
Additional information received: the failure did not happen during use, just during preventative maintenance inspection.